Event description:
Vague pump report of underinfusion of maintenance IV solution during clinical use. It was described that the first IV solution infused slowly. A new bag and IV set were installed. The pump was reported to continue to underinfuse. The exact amount of underinfusion is not known. No patient injury resulted.